Event description:
It was reported that the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg would no longer connect to external devices several months ago, and the patient lost stimulation. Troubleshooting was unsuccessful, and the ipg has been deemed inoperable.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient had their ipg explanted and replaced. Therapy has been restored postoperatively.

Manufacturer narrative:
This device was inadvertently placed in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory.